Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number: (B)(4), lot number: 62703. The reported events of ocular pain, poor vision, high intraocular pressure, fibrosis, uveitis, cataract formed and marked inflammatory reaction was concerning for tass are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced pain and decreased vision same day after xen®45 gts implant in the right eye. Post-op day 1, iop was noted at 60 mmhg. Despite several paracentesis, acetazolamide, and intraocular pressure (iop) eye drops, iop continue to elevate quickly. Patient was in pain and with poor vision. Tenon's capsule was noted to be dense and occluded the gel stent. Inflammatory debris was seen to be accumulating the anterior chamber from the xen. Moxifloxacin was injected intracamerally and triamcinolone was injected to the subtenon's. Inflammatory debris continued to worsen, and consolidated over the next few days. A cataract formed. The patient was taken back to the or for anterior chamber washout, cataract extraction, vitreous biopsy with culture and gram stain, pars plana vitrectomy, retinal detachment repair, and intravitreal antibiotics. The marked inflammatory reaction was concerning for tass, toxic anterior segment syndrome. The device has been explanted and an ahmed has been placed.

Manufacturer narrative:
Allergan is filing this supplemental MDR indicating the plan to initiate a remedial action. Although a definitive link between the reported adverse event and the reason for the recall cannot be established, allergan has chosen to conservatively file the supplemental MDR as a link between the two can also not be ruled out.

Event description:
Healthcare professional reported patient experienced pain and decreased vision same day after xen®45 gts implant in the right eye. Post-op day 1, iop was noted at 60 mmhg. Despite several paracentesis, acetazolamide, and intraocular pressure (iop) eye drops, iop continue to elevate quickly. Patient was in pain and with poor vision. Tenon's capsule was noted to be dense and occluded the gel stent. Inflammatory debris was seen to be accumulating the anterior chamber from the xen. Moxifloxacin was injected intracamerally and triamcinolone was injected to the subtenon's. Inflammatory debris continued to worsen, and consolidated over the next few days. A cataract formed. The patient was taken back to the operating room for anterior chamber washout, cataract extraction, vitreous biopsy with culture and gram stain, pars plana vitrectomy, retinal detachment repair, and intravitreal antibiotics. The marked inflammatory reaction was concerning for tass, toxic anterior segment syndrome. The device has been explanted and an ahmed has been placed. Additional information reported sparse grown streptococcus mitis/ s. Oralis from culture, confirmed endophthalmitis. The patient is doing a little better, but still has very poor vision of counting fingers temporally. Intraocular pressure is low at 6 mmhg.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information reported sparse grown streptococcus mitis/ s. Oralis from culture, confirmed endophthalmitis. The patient is doing a little better, but still has very poor vision of counting fingers temporally. Intraocular pressure is low at 6 mmhg.